Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device was removed from the patient probably 2 weeks ago and caller did not know why; they wondered why they hadn't been informed about that. Caller mentioned they did not have any further details. The caller was not with the patient at the time of the call. They asked for a call-back next week when they'll be with the patient for them to share further info. Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement " the device was removed from the patient probably 2 weeks ago and caller did not know why", the hcp stated that the infection was present and the symptoms were not improved with use